Event description:
The extension kit that anchors the assist rail to the bed gave way and came off the bed. The metal clamp joint is bending and giving way allowing the extension kit to lift off the frame and break free of the bed. The detent pin is not on anchor. This bed has only been in use 6 weeks. The aid caught the pt as he started to fall so he only hit his head on the IV pole and suffered 2 red marks on his forehead.